Event description:
The customer reported that when an alarm activated on the ventilator the remote nurse call did not alarm. The ventilator was in use, and the customer reported there was no patient harm. The respironics service technician confirmed the reported problem. The service technician replaced the main pcb board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operation specifications.